Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the pressure sensor circuit on the main circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit ¿falls out¿ and only the green ring on the power switch remained lit during a therapeutic procedure. The device had to be switched on thrice, however, the procedure was completed with the same device. An evaluation of the returned device revealed an alarm that was generated after the device was switched on. The error was caused by faulty pressure sensor circuit on the mainboard. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
After evaluation at the repair center, it was advised the main board had to be replaced for correct function. There were no signs of any visible damage. The investigation is on-going, and a supplemental will be submitted upon completion of investigation or if any additional information is available.